Manufacturer narrative:
Additional product component: model number/catalog number: 72401110 and 72400152. Serial number: null and null. Batch/lot number: 764907002 and 764207018, model/catalog description: pump cxm and reservoir 65ml.

Event description:
It was reported that the patient experienced ballooning of the cylinder resulting in inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced ballooning of the cylinder resulting in inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. Each cylinder formed a bulge when inflated. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number 72401110 and 72400152, serial number: null and null, batch/lot number 764907002 and 764207018, model/catalog description pump cxm and reservoir 65ml.